Manufacturer narrative:
The device was received; however, evaluation was not performed. Product cannot be located.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received two cartridges that were bent therefore could not be used with the pump. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.